Manufacturer narrative:
(B)(4): batch # m5240g. The analysis found that the psee60a device was received in good visual condition and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Event could not be confirmed as the device closed and opened without any difficulties noted and no malformed staples were noted during functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: when the stomach was clipped with partial stapling, did the device cut? Yes. If yes, were the cut line and staple line approximately equal in length? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? / or, when the stomach was clipped with partial stapling was the staple line the full 60mm, but missing some staples? Partial stapling not full 60mm. Were the staples that deployed formed properly? No. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Manually. If the manual override was used, was the knife reverse button attempted? Yes. Did the jaws eventually open? Yes. What caused the tearing and bleeding? During firing, tissue slippage from jaw, tearing occurred and bleeding strat. How much blood was lost (ml)? N/a. Did the patient require a transfusion? No. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Gst60b. On which firing did this event occur (1st, 2nd, 12th, etc.)? On 3rd firing; tissue slippage from the jaw & on 6th firing stapler jammed. Was there any other patient consequence or change in the post-operative care of the patient as a result of the event? After slippage hands stitch done & after stapler jammed, new stapler opened.

Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler stopped working (locked) during the procedure. The stomach was clipped with partial stapling that lead to tearing and bleeding; then the stapler got stuck and would not work. Another like device and hand sewing were used to complete the procedure. There were no adverse consequences for the patient reported.